Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a chronic total occlusion (cto) procedure, a guide wire tip detachment occurred. The target lesion was located in the iliac artery. A true path guide wire was selected, the physician tried to bend the tip of the guide wire using the bending tool; however, the guide wire became stuck in the bend tool and bent too far and broke the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.